Manufacturer narrative:
This is the same event as 3010536692-2014-01713.

Event description:
Allegedly the patient was revised due to the following mom complications: elevated blood metal ion levels, persistent pain and decreased mobility (left).